Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the cam rod and lever of the a2101 mayfield ultra base unit would not accept transitional member. There was no known patient injury or delay in surgery.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device hsitory record (DHR) showed no abnormalities related to the reported failure. Visual inspection and the investigation of the device confirmed the reported condition. With respect to the complaint, it was confirmed the returned unit did not meet all specific functional test. The base handle was closed without 6in transitional installed and deformed handle hole. 6in transitional dong is scared and needs to be replaced; shock cushion was worn. Adjustment wrench and button head screw were missing. The observed condition is likely caused by improperly handling /wear and tear of the device. The definite root cause cannot be reliably determined.

Event description:
N/a.